Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was being placed into the patient's right basilic in the IV therapy department. During removal of the sheath, the tabs on the peel-away sheath broke away from the sheath body. The clinician was able to remove the sheath from the insertion site without complication. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed because no sample was returned for analysis. A review of manufacturing records did not yield any relevant findings. However, this sheath is being investigated for the same issue at the manufacturing site. Therefore the probable cause of this complaint issue is manufacturing related. Further investigation has been initiated and the reported lot number is included in the scope of recall z-0207-2016.